Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while the contact was attempting to input the transmitter ID, the pump touch screen was unresponsive. Reportedly, the contact was unable to toggle between the alphabetic and numeric keypads. Tandem technical support informed the customer that a pump reset would need to be performed to resolve the issue; contact acknowledged. The contact declined further follow up. The customer¿s blood glucose was 200 mg/dl.